Event description:
It was reported the patient presented for implant procedure in atrial fibrillation (af). During surgery, the atrial leadless pacemaker (lp) was undersensing af. The lp was implanted and post-surgery interrogation showed the lp appropriately sensing sinus rhythm and there was low implant to implant communication caused by interference from a deep brain stimulator. Programming changes were implemented. The patient was in stable condition.